Event description:
The hcp reported the pump was explanted due to an infection-reddened, necrotic abdominal incision-cellulitis form abdomen to back. The catheter was also explanted. A follow up report will be sent when additional information is received.